Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 supply pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the the inspiratory oxygen gas flow to the patient. During test in a reference ventilator the returned oxygen gas module was failing the pre-use check in the subtest ¿flow transducer test¿. The test log from the pre-use check shows that the oxygen gas module would deliver more oxygen gas to the patient leading to a higher oxygen concentration than expected. The tests also concludes that the ventilator was not able to measure a correct value of the supply gas pressure, which confirms the reported alarm. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. No device logs has been received. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).